Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system had imaging storage issues which could lead to loss of images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a cardiac arrhythmia diagnosis procedure, which was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had imaging storage issues. A review of the log file confirmed the frontal ip-pc failure. Upon functional testing, the fse found that the image processing (ip) pc was failing. The part analysis of defective image processing (ip) pc was performed, and it concluded issue with power supply. To resolve the reported issue, the fse replaced the ippc. After ippc replacement reported issue reoccurred and the fse replaced the frontal ippc, two image drives and recreated image store on both the frontal and lateral ippcs. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.